Event description:
The facility representative contacted baxter to report an infusor in which partial contents of the device had leaked into the containing over-pouch. There was no adverse event, patient injury or medical intervention associated with this report. The lot number provided, 2d089, cannot be detected by baxter. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.